Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the infection is undetermined. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. A second surgery was performed to treat the infection on (B)(6) 2015, methyl methacrylate beads were placed at the fracture site. Cefazoline, metronidazole and gentamicin were also administered. Sign fracture care international continues to monitor these events as part of our post market activities.

Event description:
It was reported on (B)(6) 2015, that a sign im nail implanted on (B)(6) 2015 to repair a fracture of the left femur, showed signs of infection on (B)(6) 2015 necessitating a second surgery to treat the infection.